Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states the last couple of time in the last week they have had problems with deliveries. The customer's blood glucose level at the time of incident was 550mg/dl. The customer's most current level was 137mg/dl. The customer states they treated the high levels with manual injection and the pump. Troubleshoot was conducted. The customer was advised to change entire set, reservoir and insulin, and to treat per their health care provider's instructions.